Event description:
It was reported that the blue insulation at the tip of the device appeared to be worn away, exposing the metal beneath. This was di scovered while setting up for a procedure; there was no patient impact or injury reported.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was not returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.